Event description:
The patient underwent convective radiofrequency water vapor thermal therapy of the prostate. The patient was administered pain medication and general anesthesia. During procedure, a total of ten treatments were delivered. No adverse event or device observation were noted during the procedure. It was reported that 12 days post procedure, the patient experienced worsening of dysuria, and at 14 days, urinary tract infection (uti). The patient was treated with doxycycline (dose unknown) for the uti resolving 46 days post onset symptom. The patient symptom of worsening of dysuria resolved 13 days post onset symptom without treatment. The facility investigator assessed the patient symptoms to be probable related to treatment and device. The clinical end point committee (cec) adjudicated the uti to be definite treatment related and probable related to the device. The worsening of dysuria symptom, the cec adjudicated that it is a non-event. The cec determined that the symptom of worsening of dysuria was a combined symptom of the uti event.

Manufacturer narrative:
The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available, an evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available, an evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that the patient was reported to have experienced worsening of dysuria at 12 days and urinary tract infection (uti) at 14 days post convective radiofrequency water vapor thermal therapy procedure. The patient was treated with medication (unknown type and dose) for the uti. The patient symptom of worsening of dysuria and uti were reported to have resolved. The investigator assessment of the patient symptoms were assessed are probable related to treatment and device.

Event description:
It was reported that the patient was reported to have experienced worsening of dysuria at 12 days and urinary tract infection (uti) at 14 days post convective radiofrequency water vapor thermal therapy procedure. The patient was treated with medication (unknown type and dose) for the uti. The patient symptom of worsening of dysuria and uti were reported to have resolved. The investigator assessment of the patient symptoms were assessed are probable related to treatment and device.